Event description:
The customer alleged that there ventilator had a constant airway pressure disconnect alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The npb cse replaced the pressure transducer board and the autozero solenoids as a precaution. It is not verified that the autozero solenoids malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor-puritan bennett that this device caused or contributed to the event alleged in this report.